Event description:
(B)(4) forwarded a report from the (B)(4), mr (B)(6), who writes the following: a cot was lowered to the second notch to allow a pt to climb on it. When the pt was lying on the cot and the crew was closing the safety belts, the head end of the cot slided down. At this moment nobody of the crew was at the head end, they were sidewise to the pt. According to the pt's own statement she received no additional injuries. Mr (B)(6) further states that this happened at the apartment of the pt in (B)(4) and that the pt is female, born in (B)(6). There was pt.....